Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving hydromorphone (30mg/ml at 10mg/day) and bupivacaine (10mg/ml at unknown dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient started having return of symptoms about a month ago following a hip replacement. The rep stated it wasn't clear whether the pain from hip replacement might be a factor in why patient's pain was increased. The rep stated they were planning to do a dye study today (2023-jun-20) and said the patient said the provider thought there might be a "blockage" but it wasn't clear how they came to that determination. According to the patient, at the last refill they got out what they expected and apparently typically get back what they expect. The rep stated that the patient also reported hearing an alarm coming from the pump this weekend, however the logs do not show any alarm events recently. The rep played the critical alarm and the patient confirmed that was the noise they were hearing. The rep stated the patient said they had heard the alarm "quite a few times" in the last month and felt it sometimes going off in certain positions; however, there were no logs for any alarms going back to the date the patient had an MRI over a month ago. Additional information received from the company representative reported that a dye study was performed and it was successful. The cause of the patient's symptoms was not determined. It was unknown if any other actions were taken or planned to resolve the issue. It was unknown if the symptoms were resolved.